Event description:
It was reported that the cardiosave intra-aortic balloon pump failed 30psi pressure test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d5,d10,e1(name & email),e2,e3,e4,g2,h6(clinical & impact).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump failed 30psi pressure test. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (name - (B)(6), email - (B)(6), occupation - biomed, contact - (B)(4). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the drive manifold assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details .performed visual inspection of this part received and observed damage connector on drive manifold assy, to connect j5 on board. Please see attached picture. Due to damaged connector the failure analysis and testing dept. Cannot investigate further for this complaint. This damage poses a risk to harmful to the test fixture. Drive manifold failed testing. Retaining drive manifold in the fat dept. As per procedure 0002-07-d008 rev an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a